Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings:-unexplained por event observed on (B)(6) 2017. Battery compartment is cracked below grip pad, no battery cap was returned, test battery cap is able to fit, hard ¿cs69¿ alarm reproduced at power up. The pump was unable to recover from cs69 after reboot..2-unable to adequately investigate reported ¿power¿ complaint. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip (u39). Pump¿s cover was removed; no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.